Manufacturer narrative:
The follow-up is created to document conclusion of the investigation and updated device infomation. A titan pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed partial separations within abrasion on the inlet tube of the pump. Testing revealed this to not be a site of leakage. Abrasion was noted on all pump tubes and both cylinder exhaust tubes. No functional abnormalities were noted with the pump or either cylinder. Because the available information did not indicate what factors may have contributed to the reported malfunction, and because no functional abnormalities were noted, the cause of this reported event could not be determined. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, hard to pump, 15 pumps to inflate; 15 y.o. Ipp.